Event description:
It was reported that during a tooth extraction, the drill overheated. The account had a back up on hand to complete the procedure with no delay. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, the reported condition was confirmed. The root cause appears to be the rotor being stuck in the motor. The device was repaired and returned to the account.